Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a 25.0 diopter zlb00 intraocular lens (iol) was explanted from patient's right eye due to poor iol performance. There was no wound enlargement, no need for suture, and no patient complications. The zlb00 iol was replaced with a 25.5 diopter za9003 iol. No further information was provided.

Manufacturer narrative:
Additional information received stating patient's experience, timing of that experience and patient outcome. Patient's vision was decreasing as the patient was experiencing haze and corneal edema. Reportedly, this began in december timeframe, but did not have exact date. The patient is doing much better after implantation of the replacement lens. (B)(4). The correct event date is unknown. Initially reported event date was (B)(6) 2016, the date the lens was explanted. This report is being filed to correct the event date. Date of event: unknown. Reportedly, patient's vision was decreasing due to haze and corneal edema that began in the december timeframe, but did not have the exact date. Device evaluation: complaint device was returned for evaluation and can be seen the lens is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis was not possible. The complaint cannot be confirmed. The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no associated deviation or non-conformity report related to this complaint. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number. A search on historical complaint data resulted in no complaints. There was no product deficiency identified. The directions for use (dfu) was reviewed. Per the dfu, corneal edema is indicated as persistent adverse event. The dfu adequately provides instructions and precautions/warnings for the proper use of the product. Based on the manufacturing record review, returned device analysis, complaint data review and labeling review, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.